Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: a low readings issue with the adc device was reported. The customer reports their ¿blood sugar dropping below 70 several times during the day. Later I used my accucheck to test. While libre sensor showed 110. Accucheck reported 148.¿ it is unknown whether the customer noted a trend arrow on the device. No patient consequences or third-party treatment were reported. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.